Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42, affecting their g7 sensor. There was no adverse impact on the customer¿s blood glucose level. Customer was guided by technical support through a pump reset procedure, which resolved the issue, and the sensor session was successfully started without any further errors.